Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
End user reports that 6 out of 10 wafers do not adhere at 3 o'clock position after 24 hours of wear time. User has been using product for several years and normal wear is 5 to 6 days. User has used soap and water to cleanse skin then washed with alcohol and then applied paste and water. Patient outcome was not reported.